Event description:
A customer contacted stryker to report that their device would not power on or provide automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and duplicated the reported issue. Stryker found the compression module drive belt was damaged and ripped and needs to be replaced. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.